Event description:
It was reported that a request was made to have technical services (ts) review the presenting electrogram (egm) for this pacemaker. Ts reviewed and observed there was possible loss of capture (loc) and oversensing of a non-physiological noise resulting in inappropriate atrial tachy response (atr) episodes. Ts suspects a possible lead issue but has not been confirmed. Ts provided reprograming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.